Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie did not release. They stated that the drawer released but did not latch properly. The customer attempted a recovery, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was unable to release. The field service engineer (fse) tested the station in both the application and diagnostics, opened the back panel and inspected the pyxis bus cable, inspected all drawers and retractor bands, checked the row board cables and solenoid connections, and reseated all internal connections. The fse also cleaned the cubie trays and removed debris and ultimately identified and replaced a faulty position sensor on drawer 4.2 of the main cabinet. The system functioned as intended after the field service engineer repaired the device.